Manufacturer narrative:
Additional medical information received regarding incident.

Event description:
The patient was provided with a diagnostic lens and after instilling the lens the patient complained of pain in the right (os) eye. It is reported that after a few minutes the patient collapsed. The contact lens was removed by the eye care provider and the patient was transported by ambulance to the hospital. Additional medical information received (B)(4) 2017. Patient has preexisting condition of hypotension, patient was treated at the hospital with paracetamol (acetaminophen). The patient was seen by the eye care provider for a follow up visit on (B)(6) 2017. No appreciable defects found on the eye, the incident has fully resolved. The incident did not result in any permanent condition or require medical intervention to preclude permanent impairment of eye function or structure, and did not result in any temporary or non-sight threatening ocular conditions. Additional medical information received regarding incident.

Manufacturer narrative:
Device in question not returned for evaluation. Three sealed contact lenses returned in unused condition. No defects or nonconformities found. The association between coopervision lenses and the event is unconfirmed.

Event description:
The patient is new to contact lens wear and was being fit by the healthcare provider with the lens in question. The patient was provided with a diagnostic lens and after instilling the lens in the right (os) eye the patient complained of nausea. It is reported that after a few minutes the patient began to vomit before collapsing. The contact lens was removed by the healthcare provider and the patient was transported by ambulance to the hospital. This event is being reported out of abundance of caution due to incomplete diagnosis, lack of medical information and unknown resolution.